Manufacturer narrative:
(B)(4).

Event description:
This lead was replaced due to loss of capture and undersensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead revealed cuts in the insulation which most likely occurred during the explantation procedure. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.